Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (approximately 48 mg/dl). Contact stated that the customer delivered a bolus to cover food being eaten, however the customer did not end up eating as much food as they thought. Customer drank juice to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.